Manufacturer narrative:
Result: head-end was stuck at full upright position due to a damaged power coil cable.

Event description:
It was reported by service report that the head-end was stuck at full upright position. No pt involvement or adverse consequences were reported.